Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was under sensing. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of undersensing was confirmed. False bradycardia and pause episodes were triggered due to small r wave amplitude. Reducing r wave sensing max sensitivity level may help reducing the false episodes. The device is performing per design and there is no malfunction suspected.